Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies and more than one bg meters were used throughout the same sensor session. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.